Manufacturer narrative:
Device received with no button response due to flattened (escape, act, up and down) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that their insulin pump had the act and up arrow are not always responding. The customer¿s blood glucose was 230 mg/dl at the time of incident. Customer husband (B)(6) stated the act and up arrow are not always responding we had to hit it seven times or more to got it to responded sometimes with the act button customer had to push a lot of pressure on it for it to responded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.